Manufacturer narrative:
Visual inspections and results: lockout position : fired; cartridge condition: fully fired; cartridge return batch number: j00j71; intrument number: 0011. Functional tests and results: condition of firing trigger lockout: good; condition of pinion gear: good; condition of short rack: good; condition of yoke: good; was intrument cycled: yes. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not fire" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design spec. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
The ez35b was used during a laparoscopic appendectomy. The device was closed onto tissue, but would not fire. Device was opened, removed, and tsb35 was opened to complete the case. There was no consequence to the pt.